Event description:
This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pain "inside"') in a (B)(6) year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy will be performed). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: at the time of the report, the patient was under pending list of national health service for hysterectomy when she would have the implant removed. Further company follow-up with the patient or other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.